Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 v due to connector resistance at j6/pcb 1. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was received with operating currents within spec. No unexpected low battery alarms noted during test. Pump was received with scratched case, pillowing keypad overlay, cracked retainer, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had low battery alarm. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.